Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer treated with the pump. The customer stated that when he got home, the pump was made a high pitch sound. The customer was advised of the constant tone and its possible causes. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that there was an external ram crc error in the alarm history. The customer was advised to perform a self-test. The customer stated that the test passed. The customer was advised to call back to troubleshoot the pump.